Manufacturer narrative:
On 10-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2017. Product return was received and investigated. Investigation results showed that complaint was caused by a breakage due to an effect of force.

Event description:
A husband reported via e-mail on (B)(6) 2017 that he purchased a pack of 3 oral-b brushheads, version unknown in (B)(6) 2016. He explained that one of these brush heads belonging to his wife of unspecified age broke. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush type 3709. On 10-mar-2017 received husband's follow-up e-mail: the husband reported that the brush head was thrown away. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Brush head broke [device breakage], no adverse event [no adverse event]. Case description: a husband reported via e-mail on (B)(6) 2017 that he purchased a pack of 3 oral-b brushheads, version unknown in oct-2016. He explained that one of these brush heads belonging to his wife of unspecified age broke. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush type 3709. On (B)(6) 2017 received husband's follow-up e-mail: the husband reported that the brush head was thrown away. No further information was provided.